Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; crease fold, deformation, the weight the device within specification and was observed after autoclave: cloudy color and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported an unknown side "inflammation and an abscess". The device was explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "abscess" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "abscess". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side "inflammation and an abscess". The device was explanted.